Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the physician was performing an intended transurethral lithotripsy (tul) procedure on a patient. An ncircle delta wire tipless stone extractor was used for stone extraction in the renal pelvis. The physician had no problem in manipulation of the device at the first attempt of stone extraction, however the handle of the device did not move (open or close) at the second attempt. The physician completed the procedure by using another device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: one used/damaged ncircle delta wire tipless stone extractor was received for evaluation. Visual inspection of the returned device noted the handle and basket were both in the closed position. The support sheath and the basket sheath are still intact. The support sheath is bowed 2.5 cm from the distal tip. The basket sheath is smashed approximately 1 cm from the distal tip. The polyethylene terephthalate tubing (pett) measured 3 cm in length. Functional testing was performed. The collet knob is tight and secure. When operating the handle it does not actuate the basket formation. The customer complaint of the handle of the device did not move after first successful use has been confirmed. The smashed sheath prevents the basket formation from actuating. The definitive root cause of the smashed sheath was not able to be determined. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed there were two (2) non-conformances identified during the manufacturing process. None of these issues would have caused or contributed to the identified product issue of a smashed sheath which prevents the handle from actuating the basket formation. A review of the instructions for use (IFU) noted in the precautions section that it is advised, "do not use excessive force to manipulate this device. Damage to the device may occur." According to the quality engineering risk assessment no further action is required. Cook medical will continue to monitor this device via returns and the complaints database for similar complaints.